Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the dark clue female connector and the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent application to the main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university hospital the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy tip) and the main body of a minicap extended life pd transfer set; further described as ¿the navy tip twisted off¿. This occurred during disconnection, after performing a manual drain during peritoneal dialysis therapy. The transfer set was in use for about two (2) weeks and was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.